Event description:
It was reported that during a replacement procedure for normal battery depletion, the physician experienced difficulty removing the electrode from the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician had to take the header off of the device to get the electrode out. When the physician attempted to place the electrode in the header of the new replacement s-ICD, there was insertion difficulty. It was determined that the electrode had been compromised while attempting to remove it from the previous device's header. The s-ICD and electrode were explanted and a new electrode was implanted with the same replacement s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that the complete electrode was returned intact and not severed. Visual inspection of the terminal showed all seal rings are in condition and there was damage to the terminal connector. This was determined to be likely from difficulty removal from header. The field allegations were confirmed based on damaged found on terminal connectors. Analysis determined the findings were likely the result of induced damage during the procedure.

Event description:
It was reported that during a replacement procedure for normal battery depletion, the physician experienced difficulty removing the electrode from the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician had to take the header off of the device to get the electrode out. When the physician attempted to place the electrode in the header of the new replacement s-ICD, there was insertion difficulty. It was determined that the electrode had been compromised while attempting to remove it from the previous device's header. The s-ICD and electrode were explanted and a new electrode was implanted with the same replacement s-ICD. No additional adverse patient effects were reported.